Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: 2916596-2021-01323. It was reported that the patient's device had multiple pump off events and driveline faults with one low speed advisory. The customer suspected a driveline fracture. The data showed 2 pump stops and 1 low speed advisory on (B)(6) 2021 at 04:16 while the device was powered by the mobile power unit. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead, but may also be due to a high current event causing a pump stop. These issues only appeared to be occurring while the pump was connected to the mobile power unit (mpu) but may occur on the power module. The log file captured yellow wrench alarms associated with driveline fault alarms between (B)(6) 2021 at 20:58 and (B)(6) 2021 at 17:52. To verify the driveline faults were authentic, the customer swapped out the patient's system controller and performed 25 power cable disconnects with both the back and white power leads. After review of the subsequent log file, there was insufficient data to confirm a driveline issue. There was no reoccurrence of the driveline faults following the controller exchange, but a driveline short-to-shield could not be ruled out completely. The other possibility was a high current event. The controller is designed to protect the patient from these types of events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed the reported pump-stop and low speed events; however, a specific cause for these events could not conclusively be determined through this evaluation. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline. A string of driveline faults was captured, which resolved with controller exchange (reference MFR#: 2916596-2021-01323). The first submitted log file contained relevant data spanning from on (B)(6) 2021 23:11:28 through on (B)(6) 2021 17:52:54. A low speed and two pump-stop events were captured on (B)(6) 2021 at 04:16:19-20, while the patient was supported by the mobile power unit (mpu). Pump speed dropped to as low as 0 rpms. Despite these events, the pump appeared to function as intended. No other atypical events were captured. The second submitted log file contained relevant data from after the controller exchange, spanning from on (B)(6) 2021 11:20:57 through on (B)(6) 2021 11:25:25. No unusual events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 02jan2009. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The heartmate ii lvas IFU, rev. C, is currently available. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.